Event description:
It was reported that no alert/notification occurred. Performance data was reviewed. The allegation was confirmed due to the finding of No Alert/Notification. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4).